Event description:
It was reported that during an unknown surgery, after the application of the clips, the clips remained open. The surgery was carried out and finished by using new clips.

Manufacturer narrative:
(B)(4).